Event description:
It was reported that the guide wire had unraveled approx at the 40 cm mark, on the side of the guide wire, which would be outside pt. Dr did feel some resistance, but not an unusual resistance when removing the guide wire. No pt complications were reported.

Manufacturer narrative:
Add'l lot no.: 58460436, expir. Date: 12/01/2009, MFR date: 12/11/2007. Device not returned.